Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels 26,6 mmol/l (478.8 mg/dl) nausea and body shaking, while wearing the pod on the arm between 36 and 48 hours. The pod was removed and the cannula was noted to be bent. At the hospital, the patient was given a manual insulin injection through a pen and a new pod was applied.